Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) 48 mg/dl. Reportedly, the customer took a bolus before bed and usually experienced low bg. Juice was consumed to treat the bg. Recommendation was made to consult with healthcare provider regarding diabetes management.